Event description:
On (B)(6) 2012 customer reported that the lxi 725 instrument generated 5 erroneous creatinine patient results. Customer stated that no system issues were observed at the time, and that some results had generated delta check flags. Customer stated that the results were not reported out of the lab. The samples were repeated on the lxi 725 and lx20 instruments in the lab, and those results were reported. There was no adverse effect to the patients or change to treatment or diagnosis based upon the erroneous results. The customer stated that their quality control was within established ranges on that day. Field service engineer (fse) inspected the instrument and replaced the creatinine module reagent pump, syringe and lamp. Fse primed the hcl from the straw up through the cup, and cleaned the cup & stir bar. Fse also calibrated the lamp and chemistry. This resolved the issue.